Manufacturer narrative:
Lumenis investigated the event report contacting the user facility to request patient treatment settings and patient photographs. Despite reasonable attempts to obtain investigation information from the user facility, lumenis is unable to confirm the validity of the reported event. A lumenis technical engineer completed performance tests of all specifications concluding that the device operated to manufacturer's specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. Additional info sep 28 2017: as part of a remedial activity, lumenis conducted a retrospective review of all its safety complaint files from january 2015 to june 2017. Lumenis investigated the reported event by contacting the user facility to obtain patients status. No additional information has been provided by the user facility. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility initially reported that the device operator may have over-treated a patient. No report was received of serious injury.